Event description:
Patient revised to correct valgus deformity. Polyethylene wear of patella noted.

Manufacturer narrative:
The product was not returned for examination. Product information required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported event; however, the initial reporting stated the patient valgus deformity was the reason for revision. No conclusions could be drawn about the polyethylene wear without the device to examine. Provided information stated the product was not suspected of failing to meet specifications or of contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.